Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip applier could not fire successfully so the device was not able to ligate blood vessel. Nurse changed to new device and surgeon completed the surgery. It is unknown how procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2021. H6: component code: mechanical (g04). Investigation summary: the analysis results found that the mcs20 device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to a jammed firing mechanism. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembly, the anti-backup lever was found to be out of its intended position, thus jamming the firing mechanism. Thirteen clips were also found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.